Event description:
Ous MDR - after an implantation period of about 3 months, decreased sensing values were reported. A lead dislodgement was suspected. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Both parts of the lead were received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The visual inspection demonstrated a bent df4 connector pin. The subsequent root cause analysis of the bend indicated, that mechanical forces during the application of the fixation tool should be taken into consideration. During analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The quality documents associated with the manufacture of this particular device were reinvestigated. There was no sign of any inconsistency during production and final acceptance test. Due to the damages the mechanical and electrical inspection of the lead was not properly feasible. The analysis did not reveal any sign of a material or manufacturing problem.